Event description:
It was reported that the surgeon inserted aq2010v silicone three piece lens and a haptic was torn during insertion. The incision was enlarged to remove the lens and another lens was implanted. A suture was required to close the incision.

Manufacturer narrative:
Evaluation: results- visual inspection of the returned product showed that the cartridge was received with a haptic and a piece of the optic stuck inside of it. There was a clear surgical residue on the cartridge, however, there was no visible damage observed. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.